Event description:
It was reported that during an unspecified da vinci-assisted procedure, the staple line was incomplete due to tissue being dragged while using a sureform 60 stapler instrument with a blue sureform 60 reload. The stapler had functioned without complications prior to the event. The issue involved a partial fire, where tissue was pushed forward and dragged during the firing process. There were no incidents of the stapler jaws opening/releasing during the firing sequence, nor did the reload deploy staples unexpectedly. The staples did not result in malformed or unformed staples, exposed blades, missing staples, holes/gaps in the staple line, or the reload sticking to tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard materials between the instrument jaws, nor did they fire over an existing staple line. No errors or messages were generated when the stapling issue occurred. Buttress material was not used, and there was no bleeding or unplanned tissue removal due to the firing failure. The issue was resolved using the same stapler with a backup reload accessory, and the procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or blue sureform 60 reload that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Manufacturer narrative:
Additional information: the event occurred during a da vinci-assisted gastroplasty procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the reported event occurred during a da vinci-assisted bariatric revision procedure and while the surgeon was stapling gastric tissue. The patient did not experience any post-operative complications. Device evaluation: intuitive surgical, inc. (Isi) received two blue sureform 60 reloads and performed failure analysis evaluation. Both of the stapler reloads were found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reloads. Common causes of the failure mode of an exposed component on a stapler reload can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. A stapler log review show a sureform 60 stapler instrument (lot #k14230713-0272) was installed on the system 7 times and fired 5 reloads (4 blue, followed by 1 white). On install 1, the system failed to detect the reload color and the user manually selected the blue sureform 60 reload on the surgeon side console (ssc) touchpad. On installs 1 and 2, no clamping or firing was performed. On installs 3, 4, and 7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 77% completion. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 67% completion. There were no stapler related errors in the logs.